Event description:
In 2006, nellcor puritan bennett received a report where it was claimed that the flange/hub of a 6cfs shiley tracheostomy tube separated while in use on a patient. The caller reported that the tube was replaced.